Manufacturer narrative:
Investigation results were made available. Review of event description: it was reported that the patient underwent total right hip arthroplasty on (B)(6) 2014. Subsequently patient underwent a closed reduction due to dislocation on (B)(6) 2015 ((B)(4)). This complaint was initiated due to the statement of recurrent dislocations in the office note from (B)(6) 2019. Review of received data: medical records/radiographs were provided and reviewed by a health care professional. Surgical report of primary right total hip arthroplasty, (B)(6) 2014: preoperative diagnosis: osteoarthritis right hip spinal anesthesia. Total or time: 2 hr 10 minutes. Estimated blood loss: 400 ml. No complications noted. Severe degeneration of cartilage in the superior dome. 60 continuum cup placed with two additional screws, 36 liner. 13.5 stem with the +0/36 head restored limb length and gave excellent stability. Follow up visits: (B)(6) 2015 patient was bending over and felt the hip come out of socket. He felt pain and inability to bear weight. X-rays revealed a posterior dislocation. Closed reduction took place in the or. Post reduction x-rays revealed no fractures, and hip to be in socket. (B)(6) 2019 mr right knee. (B)(6) 2019 CT right hip due to recurrent right hip dislocation. Postoperative changes of right hip arthroplasty with acetabular and femoral components appearing to be in satisfactory position. (B)(6) 2019 office visit. Patient has 0/10 pain at rest and with activity. The patient was advised he is a candidate for a right hip revision due to his history of right hip dislocations. Patient uses knee immobilizer for stabilization of right hip and to maintain hip precautions. (B)(6) 2019 office visit. Patient has 0/10 pain at rest and with activity. Continues to plan for surgery after 2nd opinion. Plan includes head liner exchange with a lip liner versus constrained, possible cup revision for management of instability. It was stated that he has dislocated twice and further elaboration this gentleman tore his capsule and that is the reason it has popped out. Patient data from medical records: (B)(6). Male, born (B)(6). Devices analysis: no product was returned to zimmer biomet for in-depth analysis, as revision surgery has not yet taken place. Review of product documentation this device is intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Conclusion summary it was reported that the patient underwent total right hip arthroplasty on (B)(6) 2014. Patient underwent a closed reduction due to dislocation on (B)(6) 2015 (B)(4). Further, the office notes from (B)(6) 2019 states that the patient is a candidate for a right hip revision due to history of right hip dislocations. Revision surgery has not yet taken place. The medical records confirm the posterior dislocation which occurred on oct 21, 2019 and was treated by a closed reduction. However, there are no further details on the mentioned dislocation history, therefore there are no medical records on dislocations other than the before mentioned dislocation of (B)(6) 2019 available. Based on the medical records treatment is to continue with revision surgery to revise liner and head, however at this point the revision surgery has not been taken place. Therefore, the product is not available for examination. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the document based investigation results did not identify a non-conformance or a complaint out of box (coob) related to the biolox head. Based on the provided medical records no dislocations other than the one on (B)(6) 2015 was found, therefore this complaint could not be confirmed. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update.

Manufacturer narrative:
Concomitant medical products: item# 00875101436, lot# 62514450, liner neutral 36 mm i.d. Size mm. Item# unk, lot# 62483532, screw acet trilogy self-tap 6.5x35mm. Item# unk, lot# 62490931, screw acet trilogy self-tap 6.5x20mm. Item# 00875706002, lot# 62355781, shell with multi holes porous 60 mm o.d. Size mm item# 00771101320, lot# 62356538, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 13.5 extended offset reports was received and will be reviewed as part of ongoing investigation. Device history record (DHR) was reviewed and no discrepancies were found. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced a second dislocation on an unknown date and was treated by closed reduction. It was reported that the patient had a first dislocation approximately 21 months post implantation and was treated with closed reduction (complaint captured under (B)(4)). The patient is scheduled for a revision surgery on an unknown date. Additional information has been requested, but is not available at this time.